Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found in the bd plastic non-sterile luer-lok¿ tip syringe. The following information was provided by the initial reporter: "the customer repoerted black debris in the syringe."

Manufacturer narrative:
H6: investigation summary no samples were returned; therefore, complaint could not be confirmed, and the root cause is undetermined. A review of the device history record was completed for batch# 2238823. All inspections and challenges were performed per applicable operations qc specifications. There were (0) notifications noted that pertained to the complaint. See h10.

Event description:
It was reported that black foreign matter was found in the bd plastic non-sterile luer-lok¿ tip syringe. The following information was provided by the initial reporter: "the customer repoerted black debris in the syringe."